Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found no output and telemetry due to normal battery depletion. At 899 days of measured battery data was missing in daily and monthly printouts. This was due to an incorrectly set bit. The pulse generator functioned normally with a replacement battery.